Manufacturer narrative:
H6 - patient code: 3191 - no code available (contraction of the ciliary body) was reported in manufacturer narrative, but code should have also been selected in h6. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicm5_12.1, -7.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2019. Patient reported, "issues with binocular vision, nasal pain, and a constantly contraction of the ciliary body." Lens remains implanted. Cause of the event is reported as patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.